Event description:
(B)(4). Yes this was provided by my insurer. I have 10+ pages of side effects due to essure. I have been hospitalized because of a medical condition that occurred due to essure. I have been sick every day and in pain.